Manufacturer narrative:
(B)(4).

Event description:
The patient was experiencing uncomfortable stimulation. Patient services reviewed how to turn stim on and off on the call. The patient felt stimulation stronger after turning stim off and back on. Patient services reviewed stimulation should not be uncomfortable. The patient turned stim down to 1.9v from 2.0v and felt comfortable stim. The patient turned stim back up to 2.0v and stated stimulation felt normal again on 2.0v. The patient turned stim down to 1.9v from 2.0v and felt comfortable stim again and issue resolved. Event date: (B)(6) 2015. Indications for use was noted as: gastrointestinal/pelvic floor.